Manufacturer narrative:
No samples were received for investigation of pr 10943227, in which the customer has stated: "IV smartsite needlefree valve not closing properly the valve and when used to the patient blood spillage noted." This feedback refers to a 2000e7d product from lot 1029703. The customer did , however, provide a photograph; analysis of which noted that the white female luer adaptor (fla) is oval, as opposed to the normal circular shape. The details of this feedback were forwarded to the manufacturing site for investigation. The root cause of the oval shape is exposure of the smartsite to an external heat source that brings the component temperature above 60°c. The piston head of the smartsite is oval shaped therefore when the round fla component is placed over it, the piston opening is squeezed shut in order to create a seal. Under excessive heat conditions, the fla material can soften, and as the piston pushes back on the inside, it can reshape the fla to conform to the original oval shape of the piston head. A review of the production records for lot 1029703 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. A definitive root cause for this level of heat could not be determined in this instance, however as a result of previous such instances of smartsite deformation, the manufacturing site performed an in-depth review of their processes which identified that products can potentially be exposed to such high temperatures during the packaging process. Under normal conditions, the product is only exposed to these temperatures for a matter of seconds while the packaging seal is being applied; however, if for any reason there is a prolonged delay during this process, any products inside the heat sealing machine would be exposed to high temperatures. A review of the production records for lot 1029703 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. As a result of these findings and by way of ensuring any potential manufacturing contributors are minimised in future, the packaging procedure has been updated to ensure that any products involved in such delays would be subjected to additional quality inspection; furthermore the production personnel have been informed of this feedback and retrained to ensure that they are following the correct packaging procedure. A review of the customer advocacy feedback database indicates that this is a rare occurrence, with a small number of similar reports received in the past 12 months against products from this manufacturing site. The bd designated complaints handling unit will continue to monitor in-coming feedback to ensure the success of the aforementioned corrective action.

Event description:
No additional information

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite needle-free valve was leaking. The following information was received by the initial reporter with the following verbatim IV smartsite needlefree valve not closing properly the valve and when used to the patient blood spillage noted. Noted multiple times with same lot number.